Event description:
It was reported that during a laparoscopic sigmoidectomy, a device loading the reported reload was locked out at the 2nd firing on the colon though the device functioned as intended at the 1st firing on the ileum. However, it was found that knife moved to the distal end. It was not checked if the staples were deployed or not. Reinforcement material was not used. Albert-lembert suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device staple? --- it was not confirmed. Anyway additional suture was performed to complete the case.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc75 device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.